Manufacturer narrative:
Initial and final MDR (B)(4). H11; since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with three infusion sets on (B)(6) 2024 for one infusion set patient forgot to remove needle guard and for the next two events the gaurd was removed but the cannula did not go into the skin. The patient replaced infusion sets and resumed insulin successfully. No further information available.